Event description:
It was reported that the customer experienced high blood glucose levels (~300 mg/dl). The customer would change out cartridge and infusion every 3 days.

Manufacturer narrative:
T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog. No product returning for evaluation. Should new info become available, a supplemental form will be submitted.